Event description:
When priming the needle and the stereo machine, machine gave red stop light and we were unable to get suction with our biopsy device. Machine was turned off, the needle was disconnected and a new needle was then re connected and the machine worked fine.